Event description:
It was reported that these pads were involved in an incident where the users were unable to get a pads ECG waveform with an fr2 defibrillator and with another non-philips defibrillator (using this same set of pads). When the users changed the defib pads, they were able to get a pads ECG waveform.

Manufacturer narrative:
The pads have been returned to philips and are undergoing eval. A f/u report will be submitted upon completion of the investigation.